Event description:
It was reported that stent inadvertent deployment occurred. A 6 x 40 x 130 innova vascular stent was selected for a peripheral superficial femoral artery angioplasty and stenting procedure to treat peripheral artery disease. During preparation, however, the stent was deployed upon removal from the packaging on the back table. It was noted that the thumbwheel was not clicked. Another innova vascular stent was used to complete the procedure. No patient complications were reported.